Event description:
The lay user/patient called lifescan (lfs) on august 30, 2006, and alleged that her meter was set to the incorrect unit of measurement. The medical affairs specialist spoke to the patient on august 31, 2006, and obtained and verified the following information. The patient replaced the battery in her meter on the evening, in 2006. She believes that she accidentally changed the unit of measurement on her meter at that time. She normally runs very high in the 200 and 300 mg/dl range. She stated that she suddenly began obtaining lower readings than usual, such as "149 mg/dl". The result obtained was actually 14.9 mmol/l. The patient takes a set amount of lantus, 85 units in the morning and 85 units in the evening. She also takes novolog, which is based on her meter results. Based on the meter result of "14.9", she took 12 units of novolog, whereas she stated she would have taken more units, if she knew the result were actually 268 mg/dl. She reported that since saturday, she was taking less insulin. On the event date, ,the patient noticed that she has been feeling tired more than usual and thirsty. She realized the meter results looked different that what she normally sees and called lfs for assistance. This complaint is being reported, although the patient changed the unit of measurement when replacing her battery, she was under medicating herself based on the meter results and subsequently suffered from hyperglycemia. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.